Event description:
Customer reported unexpected negative reactions on the echo using capture-r ready screen 3. A patient sample known to contain anti-e and anti-d was reported as negative on the echo.

Manufacturer narrative:
The reactivity of the e and d antigens on capture-r ready screen (crrs)3, lot r022 were confirmed on an in-house echo. Returned patient's sample was tested on an in-house echo with retention crrs(3), lot r022. The sample exhibited ? (Visual score of 3) with cell ii and no reactivity with cell I and iii. Performed hemagglutination test on the patient samples using panoscreen I, ii and iii, lot 10567 with immuadd as the potentiator. A room temperature incubation was included. The sample was nonreactive macro/micro with all reagent cells tested. According to the package insert, passively acquired anti-d may or may not be detected by capture. Additionally, the anti-e may not be detected by capture, if it is igm in nature. According to the package insert, specificities that are wholly igm in nature, may fail to react with the assay.